Manufacturer narrative:
This supplement serves as a correction. The reported failure mode has been assessed as not reportable. Our evaluation determined that the event did not pose a risk to the health of patients, users, or bystanders. Additionally, the report did not allege a serious injury or death, nor would the recurrence of the reported issue be expected to cause or contribute to a serious injury or death. Reference to complaint #(B)(4).

Manufacturer narrative:
This event is being reported to the food drug and administration late as part of our aging compliant remediation. It was reported to intuvie that during an investigation of the pump a reportable failure was identified. The 8psi occlusion test and 30psi occlusion tests were not able to be completed. The <3psi pressure build up did not trigger the alarm at 8 psi or 30 psi occlusion alarm settings, but the functionality of the occlusion sensor alarm with regards to the 8psi and 30 psi occlusion tests cannot be adequately evaluated as the pressure did not pass through the full range of passable pressures for these occlusion tests. The acceptable range for the 8 psi occlusion test is 0-16 psi. The acceptable range for the 30 psi occlusion test is 0-16 psi. The complaint is confirmed. The root cause remains undetermined. Capas zm2023-23- was initiated to investigate the root cause for this failure mode. Reference to complaint #(B)(4).

Manufacturer narrative:
After consultation with the vp of medical affairs, during our MDR safety review meeting on october 31, 2024, it was determined that events involving a constant occlusion alarm when no occlusion exists are not reportable. The severity of this failure is 1 - inconvenience or temporary discomfort. Our evaluation concluded that this complaint reported did not pose risk to health to patient, users or bystanders, did not allege a serious injury or death and would not cause or contribute to a serious injury or death if the reported issue recurred. Therefore, this event is not reportable. Reference to complaint #: (B)(4).

Event description:
On (B)(6) 2024, znyo medical received a report from a customer reporting that the pump was beeping occlusion when there is no occlusion. No report of patient injured/harmed.

Manufacturer narrative:
There are no previous complaints on the device. Device requested this MDR will be reopened and updated once the investigation results becomes available. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint #(B)(4).